Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt complained of instability and pain. X-ray revealed a broken bearing component.